Manufacturer narrative:
One 18f ce manta closure was returned for investigation. The component was decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the component. The 18f ce manta closure did not exhibit an engaged lever. The 18f ce sheath was not returned for investigation; therefore, the 18f ce manta closure cannot be functionally tested. The device history record was reviewed no other non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, a 18f ce manta was planned for closure in the common femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance while attempting to advance the bypass tube into the sheath hub. No buckling or bending of the bypass tubes occurred when met with resistance. After attempting a few times to insert the bypass tube through the hemostatic valve unsuccessfully, the entire 18f ce manta device and sheath were removed of the guidewire and a new 18f ce manta device and sheath were placed, successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: at the end of the procedure transcatheter aortic valve implantation/ transcatheter aortic valve replacement, the operator started to close the artery with an 18f. When they wanted to put the wire into the sheath, it was hard to insert into sheath device. They tried few times but after few failures they took a new device. The device was removed in its entirety and the procedure was completed with another device.